Event description:
On (B)(6) 2008, customer reported erroneous differential results were obtained when using a coulter lh 780 hematology analyzer. On (B)(6) 2008, the analyzer did not generate instrument flags for the presence of blast cells for 2 pt samples. The manual differential results identified the present of blast cells. Erroneous results were not reported out of the lab. The manual differential results were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer.

Manufacturer narrative:
The coulter lh 780 hematology analyzer was performing within qs specs were respect to controls and reproducibility. Controls were run before and after this event and were within acceptable limits. Flagging preferences were set to "3202," which is mid-level for blast, high for variant lymphocyte, off for lmm ne 2, and mid-level for lmm ne 1. Lmm ne 2 and lmm ne 1 are flags for the presence of immature neutrophils. On (B)(6) 2008, the field service engineer verified the instrument was within spec. Root cause is unk. Raw data analysis was performed. The analysis indicated that the cell populations for these samples looked normal. The software algorithm sets a flag is any population shows significant elongated or spread patterns. Because these cell populations did not exhibit those features, no flagging occurred. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00495.

Event description:
On (B)(6) 2008, customer reported erroneous differential results were obtained when using a coulter lh 780 hematology analyzer. On (B)(6) 2008, the analyzer did not generate instrument flags for the presence of blast cells for 2 pt samples. The manual differential results identified the present of blast cells. Erroneous results were not reported out of the lab. The manual differential results were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer.

Manufacturer narrative:
The coulter lh 780 hematology analyzer was performing within qs specs were respect to controls and reproducibility. Controls were run before and after this event and were within acceptable limits. Flagging preferences were set to "3202," which is mid-level for blast, high for variant lymphocyte, off for imm ne 2, and mid-level for imm ne 1. Imm ne 2 and imm ne 1 are flags for the presence of immature neutrophils. On (B)(4) 2008, the field service engineer verified the instrument was within spec. Root cause is unk. Raw data analysis was performed. The analysis indicated that the cell populations for these samples looked normal. The software algorithm sets a flag is any population significant elongated or spread patterns. Because these cell populations did not exhibit those features, no flagging occurred. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00495.